Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no sensing or output and dashes (---) were noted for most parameters.